Event description:
A report was received that the patient was having ipg charging difficulty. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was having ipg charging difficulty. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the ipg was sideways and would not charge. The patient underwent a pocket revision and was doing well post-operatively.